Manufacturer narrative:
Consumer was being transferred by a visiting nurses aide, and the lift allegedly tipped with the consumer in the sling. The age of the lift is unk the serial number provided is not complete. Device service and maintenance history is unk. Nature of the complaint suggests a transfer error. User guides are clear in instructing as to the proper and safe use of the product. Malfunction is not confirmed.

Event description:
The lift allegedly tipped over with the consumer in the sling. No serious injury is alleged.